Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: quantity received and quantity affected: 1. Was this issue involving patient or nonpatient samples? Patient. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details mis-identification. Phoenix result morganella morganii but bruker result is proteus mirabilis. Culture plate shows swarming.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of proteus mirabilis as morganella morganii when using phoenix panel nmic/ID-307 (449289) batch number 2291573. The customer did not return panels or phoenix generated lab reports but provided photos, binary files and isolates for the investigation. The photos show a culture plate of the isolate, and another photo shows three plates with no growth, one each sub cultured from the phoenix dispense tubing set, phoenix ap ID broth, and ap ast indicator to rule out contamination. To investigate, three (3) retention panels from the complaint batch 2291573 were tested using customer returned clinical isolate p. Mirabilis sj-2 on a phoenix m50 machine and evaluated for identification results. All three (3) panels identified the organism as p. Mirabilis. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two (2) additional complaints on the complaint batch, one (1) of which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Mis-ID. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed . Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint) . Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: quantity received and quantity affected: 1. Was this issue involving patient or nonpatient samples? Patient. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details mis-identification. Phoenix result morganella morganii but bruker result is proteus mirabilis. Culture plate shows swarming.